Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A review of the log files revealed when the patient was connected to the ak98 machine and therapy was performed according to specifications. The fluid removed from the patient was correct. The event occurred after the patient disconnected. The deviation between the acc uf and the set occurred when the patient was in phase 5 and the machine went into bypass. The patient was hydraulically disconnected from the machine. The reported event is not an event of real excessive ultrafiltration from the patient; the observed discrepancy between is an artifact that can occur in a phase when there is no risk to the patient, when no ultrafiltration is performed. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with an ak 98 machine, the machine had caused an excessive fluid removal. The expected fluid removal was 2.2; however, 3.4 was removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.